Event description:
During vessel harvesting, the hemopro center coil separated from the plastic tip and as a result, a new kit had to be opened. We will work with our field representative on device replacement. Original procedure was able to be completed. Vasoview hemopro endoscopic vessel harvesting system ref# (B)(4). Lot# 3000275231. Exp. [Redacted date].